Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
It was reported that following a shutdown while computing 3d segmentation, the patient folder was not visible anymore in the load screen. After modification of the imagery by a company representative the issue was resolved.

Manufacturer narrative:
It was reported that the exam could not be found after a device shutdown. Event summary, device history record review and complaint history review did not identify contributing factors. The reported software crash is confirmed and the technical investigation indicated that it was due to a known design defect. The fact that the patient folder was not visible anymore is a normal device behavior: to be read by the software a patient folder must have one of these exams defined as the 3d reference exam, which was not the case for the subject event.

Event description:
It was reported that following a shutdown while computing 3d segmentation, the patient folder was not visible anymore in the load screen. After modification of the imagery by a company representative the issue was resolved.